Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
No blood glucose levels reported. The customer reported a motor error alarm from the insulin pump. The customer was advised to return the insulin pump for analysis. No additional information is provided.

Manufacturer narrative:
The insulin pump received with all the buttons functioning properly, no unexpected button error alarms noted. However, corroded keypad traces noted during visual inspection. The insulin pump has minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip and scratches on the reservoir tub window.